Event description:
Pt requested electrode removal due to advisory (risk of retention wire fracture and cardiovascular laceration leading to death). During extraction, fractured retention wire perforated the lead insulation. During the extended extraction procedure (ultimately successful), 1/2" of retention wire broke off and presumably embolized to lungs. No sequelae as of yet.